Event description:
The patient was implanted with a trapease filter in the inferior vena cava (ivc). There were no problems associated with the device and the filter was properly apposed. Five days after implantation, the patient began experiencing abdominal pain and kidney problems. It was found that the filter had migrated to the intra-hepatic vein. There was thrombosis present in the ivc. There was complete occlusion in the ivc up to the level of the ivc filter. This occurred after the procedure. There was no clot found in the renal vein; however, the clot extended into the iliac vein. There was extensive thrombus present. The patient remains in the hospital. The current status of the patient is unknown. The patient was diagnosed with a brain tumor and was implanted with the trapease filter.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.